Event description:
It was reported that this artificial urinary sphincter stopped working as the cuff presented deflation issues. A surgical procedure was performed during which it was noted that the balloon had a fluid leak; however, its source could not be identified. All components were removed and replaced. There were no patient complications.